Event description:
Medical affairs called pt to obtain more clinical info and they provided the following info: sometime last week (exact date is unknown), during the afternoon, pt experienced symptoms, which included dizziness, nervous and was sweating. Pt reported blood glucose results of 455mg/dl and 267mg/dl with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt mentioned that they called the paramedics, because the symptoms were getting worse. When paramedics arrived pt was taken to the e.r. Pt does not recall their blood sugar in the e.r. Or what pt was treated with. Pt was in the e.r. For about 4-5 hours. Medical affairs is reporting this case as a malfunction due to the fact that pt has lack of info about the e.r. Visit.